Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose of 400mg/dl. It was stated that the mother called the doctor who suggested treating the customer's blood glucose with manual injections. It was stated that the customer was experiencing high glucose for the past two days. It was stated that the customer's most recent glucose reading was 363mg/dl, and she was treated with manual injections. Troubleshooting was performed. The programming, time, and date were correct. Ran a fixed prime and high pressure tests and the tests passed. It was stated that the customer has noticed bent cannulas often. Explained to the caller that when inserting the mio infusion set, the skin should not be pinched, instead it should be laid flat on the skin's surface with a light amount of pressure. No further info was provided.